Event description:
The patient reported a miscalculated refill and while out of state, the pump was alarming. Specific symptoms were not reported. The hcp reported that the patient received a "miscalculated dose by our staff and was inadvertently overdosed - but treated appropriately." The pump contained dilaudid. Hcp also reports "there was nothing wrong with the medtronic system."